Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's pacemaker exhibited post-sensed t-wave oversensing. No intervention was performed, and the patient was stable.